Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and genital haemorrhage ("heavy bleeding") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient started essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant) and pain ("pain"). The patient was treated with surgery (surgery to remove essure on (B)(6) 2016). Essure was withdrawn. At the time of the report, the device dislocation, genital haemorrhage and pain outcome was unknown. The reporter considered device dislocation, genital haemorrhage and pain to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. She had heavy bleeding and migration of implant (seen as device dislocation). A hysterectomy was performed to remove micro-inserts around 8 months after insertion. Both events are serious due to medical significance and anticipated in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation/ migration, or occur as a result of uterine perforation. In the present case, consumer presented migration of implant and heavy bleeding followed by surgical removal of device. Given the nature of events, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant/both migrated'), fallopian tube perforation ('coil perforating my tube in a complete loop/1 perforated') and genital haemorrhage ('heavy bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pain ("pain") and uterine enlargement ("uterus is 10 wk size"). The patient was treated with surgery (surgery to remove essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, fallopian tube perforation, genital haemorrhage, pain and uterine enlargement outcome was unknown. The reporter considered device dislocation, fallopian tube perforation, genital haemorrhage, pain and uterine enlargement to be related to essure. The reporter commented: she felt right after surgery. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. New event added- fallopian tube perforation and uterine enlargement. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant') and genital haemorrhage ('heavy bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pain ("pain"). The patient was treated with surgery (surgery to remove essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage and pain outcome was unknown. The reporter considered device dislocation, genital haemorrhage and pain to be related to essure. The reporter commented: she felt right after surgery. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Amendment: the report was amended for the following reason: the case (B)(4) (MFR# 2951250-2019-11041) was identified as a follow up of this case. Therefore, the case (B)(4) was deleted from (B)(6) database. New reporter added. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant/both migrated'), fallopian tube perforation ('coil perforating my tube in a complete loop/1 perforated') and genital haemorrhage ('heavy bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pain ("pain"), uterine enlargement ("uterus is 10 wk size"), anxiety ("the anxiety was still there") and depression ("I also have not had a depression day since eviction."). The patient was treated with surgery (surgery to remove essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, fallopian tube perforation, genital haemorrhage, pain, uterine enlargement and anxiety outcome was unknown and the depression had resolved. The reporter considered anxiety, depression, device dislocation, fallopian tube perforation, genital haemorrhage, pain and uterine enlargement to be related to essure. The reporter commented: she felt right after surgery. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Amendment: the report was amended for the following reason: coding correction performed. Outcome of the event depression was updated. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant/both migrated') and fallopian tube perforation ('coil perforating my tube in a complete loop/1 perforated') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "implanted with 3 coils instead of 2". On(B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), pain ("pain"), uterine enlargement ("uterus is 10 wk size"), anxiety ("the anxiety was still there"), depression ("I also have not had a depression day since eviction.") And adverse drug reaction ("a long list of side effects/symptoms that went with it"). The patient was treated with surgery (surgery to remove essure on (B)(6)2016 and surgery to remove essure on (B)(6)2016, fallopian tubes were lost and uterus was cut). Essure was removed on (B)(6)2016. At the time of the report, the device dislocation, fallopian tube perforation, genital haemorrhage, pain, uterine enlargement, anxiety and adverse drug reaction outcome was unknown and the depression had resolved. The reporter considered adverse drug reaction, anxiety, depression, device dislocation, fallopian tube perforation, genital haemorrhage, pain and uterine enlargement to be related to essure. The reporter commented: she felt right after surgery. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6)2020: fup 8 & fup 9 processed together. Fup 9 - social media received - patient reported that she lost her fallopian tubes and had her uterus cut at age 23 (added as surgery details for the previously reported event coil perforating my tube in a complete loop/1 perforated. The events implanted with 3 coils instead of 2 and a long list of side effects/symptoms that went with it were added. Event of genital haemorrhage downgraded to non-serious. Fup 8 of (B)(6)2020 - quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant/both migrated'), fallopian tube perforation ('coil perforating my tube in a complete loop/1 perforated') and genital haemorrhage ('heavy bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pain ("pain"), uterine enlargement ("uterus is 10 wk size"), anxiety ("the anxiety was still there") and depression ("I also have not had a depression day since eviction."). The patient was treated with surgery (surgery to remove essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, fallopian tube perforation, genital haemorrhage, pain, uterine enlargement, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, device dislocation, fallopian tube perforation, genital haemorrhage, pain and uterine enlargement to be related to essure. The reporter commented: she felt right after surgery. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received event"the anxiety was still there" was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore, no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 17-feb-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. She had heavy bleeding and migration of implant (seen as device dislocation). A hysterectomy was performed to remove micro-inserts around 8 months after insertion. Both events are serious due to medical significance and anticipated in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation/ migration, or occur as a result of uterine perforation. In the present case, consumer presented migration of implant and heavy bleeding followed by surgical removal of device. Given the nature of events, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.